Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging onetouch ping meter powers off during use. The patient reportedly had symptom of feeling thirsty; however, there was no report of medical intervention to suggest the patient had acute complication of diabetes at the time of concern. The power issue was not resolved with troubleshooting. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.